Event description:
It was reported that, pt complains of pain, shortness and restricted movement in hip area.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.